Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5089612 that a female patient had undergone breast surgery with mentor smooth round high profile 420cc and with unspecified saline mentor breast implant and experienced joint pain, dry irritated eyes, positive for celiac disease, digestive disorders, food allergies, depression, anxiety, yeast infections, dry skin, shortness of breath, chest pain, brain fog, muscle pain, weakness and tremors, low libido, hair loss, slow healing, weekly migraines, hypothyroid issues, toxic levels of metals (arsenic-aluminum- tin- thallium), low in testosterone, low white blood cell counts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The side is unknown.

Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted to report that the patient had experienced autoimmune disorder. Manufacturer¿s reference number: (B)(4).